Manufacturer narrative:
Corrected field: h4 - device mfg date. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device polytetrafluoroethylene pad was damaged. The event occurred during a laparoscopic hernia repair that was able to be completed after switching to a new device. There were no reports of patient harm.